Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence alleged failure: no image probable root cause: focusing ring. Focusing lens assembly. Exit window. Entrance window. Incorrect / insufficient connection to camera head. Incorrect / insufficient connection to scope. Use error. (B)(4).

Event description:
It was reported that the image is blacked out. There was a delay of 10 minutes.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the image is blacked out. There was a delay of 10 minutes.